Event description:
A false (B)(6) advia centaur xp hbct result was obtained by the customer on a patient sample. The result was questioned by the laboratory director and was not reported to the physician. The sample was sent to another laboratory for repeat testing by another test method and the result was (B)(6). The (B)(6) result agreed with the patient's clinical history. There was no report of patient treatment being altered or adverse health consequences due to the discordant hbct assay result.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp hbct test result. The patient is a renal dialysis patient and an interference substance may be a contributing factor. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.